Manufacturer narrative:
Unit received with unexpected insulin flow blocked during displacement test due to motor slide rewound completely past the motor home switch and became stuck. Unit received with fading serial number label. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow blocked alarm. Insulin exit tubing with manual plunger push. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.